Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: it was reported that the patient's right hip was revised. The patient's hip dislocated and a closed reduction failed. Intra-operatively, the mdm poly insert was found separated from the mdm metal liner and the biolox femoral head. The poly insert was revised. Rep confirmed that no further information will be released by the hospital or surgeon.